Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage, high thresholds, and low pacing impedance that consequently resulted in pocket stimulation. The right atrial (ra) lead showed low pacing impedance, elevated thresholds and oversensing/noise. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and expiration date are unknown and will remain blank. Concomitant product: mb0004811v lead, (B)(6)1984. (B)(4).